Manufacturer narrative:
The condition of constant alarm was confirmed through eval. Constant alarm is due to a faulty reed switch. The reed switch was replaced to correct the reported condition. (B)(4).

Event description:
A baxter service technician reported finding a infusor pump with "failed final test due to pump goes into a constant alarmed when attempting to performed occlusion alarm test". This event occurred during product evaluation. There was no patient injury or medical intervention necessary. No additional information is available.